Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unsure when the alleged inaccuracy issue began, but thought it was ¿at night¿. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result of 300 mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with novolog insulin. She reported that after obtaining the alleged inaccurate result, she took her usual dose of 25 units of insulin, including sliding scale. She stated that an unknown time later, she developed symptoms of ¿headaches, sweaty, shaky and exhaustion¿. It was not established whether the patient received any treatment for her symptoms above and beyond her usual diabetes care and management routine. During troubleshooting, the patient confirmed that her meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Headaches, sweaty, shaky and exhaustion, after obtaining an alleged inaccurately high result on the subject meter and administering insulin based on a sliding scale.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.